Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
Tibial insert allegedly did not lock into tibial tray. Another insert was implanted successfully.